Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that went to hang heparin and had to give a heparin bolus. Patient was a nstemi patient being transferred to smh and when the nurse went in to check the bolus, the tubing had a hole just above the closest port to the patient and leaked the bolus.